Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. UDI: (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code combinations were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. X-rays were reviewed. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
In addition to what were previously alleged, ppf alleges metal wear. Doi: (B)(4)2002 - dor: (B)(4)2011 (left hip)

Event description:
Litigation alleges the patient suffers from discomfort and pain. Update rec'd 10/15/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicate osteolysis, metallosis, increased metal ions above (B)(4), and fracture of the greater trochanter of unknown cause and date. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014